Event description:
It was reported that the left ventricular lead was cut during a left ventricular assist device implant procedure, which resulted in high lead impedance. The lead was programmed off. It was noted that the patient was enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 0158 implantable tachy lead (B)(6) 2003; 5076 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
Additional information received indicated the lead was subsequently capped.